Event description:
It was reported the patient's scs ipg appears to be slightly tilted in the pocket and the patient is having difficulty communicating with the charger. The patient is pending a follow-up with a sjm representative to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.